Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by legal that the patient underwent an initial left metal-on-metal total hip arthroplasty. Subsequently, the patient was revised due to pain, metallosis, elevated metal ion levels, and difficulties with daily living, approximately thirteen (13) years later. During the revision, the stem taper was noted to have some corrosion present but was in good mechanical shape and left in place. The head and liner were replaced without complication with an active articulation system. While cleaning out the acetabular region of cystic lesions, a perforation of the lateral wall of the iliac bone was made. Bone matrix was injected at the site, but the shell remained stable and intact. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. D-10 metasul ldh, head, 48, code n, taper 18/20 item#0100181480 lot#2431266 ml taper sz12.5 ext offset item#00-7711-012-20 lot#60926892 metasul ldh, head adapter, l, +4, taper 12/14-18/20 item#0100185147 lot#2428548. Review of the device history records did not identify any deviations or anomalies during manufacturing. A review of the additional information does not alter the findings of the previously reported investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Surgical report: according to the received surgical revision surgery report, the reported event can be confirmed. The received medical documentation did not change the previous investigation summary. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No evaluation of the x-rays as the reported event is already known and addressed in wt123080. Surgical report: not available for investigation. No product was returned for visual examination. This device is intended for treatment. No further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). Most likely root cause for the reported event is inappropriate use/implantation of the product. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by legal that the patient underwent an initial left metal-on-metal total hip arthroplasty. Subsequently, the patient was revised due to pain, metallosis, elevated metal ion levels, and difficulties with daily living, approximately thirteen (13) years later. During the revision, an active articulation system replaced the metal head, and the shell and stem remained.

Manufacturer narrative:
(B)(4). D-10 metasul ldh, head, 48, code n, taper 18/20 item#0100181480, lot#unknown, unknown stem, item# unknown, lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent left hip revision due to loosening of acetabular cup, pain and metallosis, approximately thirteen (13) years from initial implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.